Event description:
It was reported that cgm displayed error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through pump reset, and after reset pump did not display cgm error again.